Event description:
It was reported that the patient was replaced due to near end of service indicator. It was later reported by the patient that she had an increase in seizures from her expected amount 4 to 27. The generator was unable to be interrogated at replacement. Programming history was reviewed for the generator, and no programming anomalies were seen. Clinic notes were received and reviewed. It was reported that the patient had an increase in seizures and did not believe her vns was working in early august. Additional information was received from the patient that states that she feels her device has not been working since july. She said that this is due to her not feeling stimulation when the vns magnet was swiped by her mother. Per the medical professional, the increase in seizures was believed to be due to low battery. The device was received into livanova and product analysis is pending. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The patient¿s device was found to be depleted. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. The device performed according to functional specifications. No other information has been received.